Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a calcified lesion in the left superficial femoral artery (sfa). The 6.0x150mm armada 35 balloon dilatation catheter (bdc) was advanced however met resistance with a dissected plane of the lesion therefore it was pulled back however it appeared the shaft had folded over on itself and kinked. The bdc was removed and it was noted the balloon had separated and remained on the guide wire. A snare device was used to remove the separated portion of the device. The procedure was completed using another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed; however, the reported kink was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 describe event or problem updated. E3 occupation updated from ni to physician.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. It was reported the armada 35 balloon was inflated at the target lesion two times to 12 atmospheres. No additional information was provided.